Event description:
On 4/19/94, FDA approved an fes unit which is claimed by MFR to be useful for home environment for spinal cord-injured pts & could possibly help "over 30% to 40% of spinal cord-injured pts." Research to validate this fes unit was done at 13 well-known rehabilitation centers around the country. Co presented a 67-pt study regarding their clinical research work done by co to validate use of device. Cost is about $15,000.00 which would include therapy training. Scientists and drs have raised questions regarding safety and useful function of this six-channel topical fes device. Device has been developed for over 21 yrs with much of the work done in a foreign county. Work had been continued by centers within the us and, in all of these centers, it was decided that fes unit alone could not properly walk a pt without direct supervision & without a backup device such as a brace to insure pt's safety. A t-6 paraplegic pt used unit after 5 mos of training. Pt's steps were very laborious & he had very poor balance, even after 5 mos therapy. At rehabilitation ctrs around country who are in the unit's study project, there seems to be a universal concept that ambulation for spinal cord injury pts was beneficial for a small number of pts. At one ctr dr reported "that they tried it on 3 pts - all 3 failed and that she junked the system." At another medical ctr, a dr had 8 pts start program & only one completed using a great deal of upper body strength & energy. At one hosp, dr reported that one pt used system & stopped his therapy after a broken leg. In a large study, of 38 pts starting program, 25 pts had some kind of completion (7 poor or no walking, 8 with a few steps, 7 with good-to-fair walking, but most pts needed excessive upper body strength, although there was one pt who walked 4,000 feet). A rpt reported a few functional walkers, but that it took more strength and energy to use unit than straight leg braces. Device did not have any gait analysis or strength & energy use or safety standards as part of its research protocol. In yet another ctr there were 8 pts who used system & only 3 had any kind of functional use. There were 2 pts who accidentally turned off power switch & lost power, fell, & broke their legs. Claims made by co regarding indications for use state that user must demonstrate: 1) adequate trunk control/balance to maintain an upright posture while standing & ambulating & 2) intact flexion withdrawal reflexes in lower extremities to shorten adequately the limb to initiate taking a step. They also state that for safe use pt must be able to stand with assistance of a walker & safely lower himself/herself to the ground without system operating or have assistance available in event of a device failure. Both principles of adequate trunk control to maintain balance & posture & an intact flexion/withdrawal reflex are flawed in their concepts. (*)